Event description:
This report was rec'd via the orthodontist who reported that her pt came to her office for a routine appointment. The orthodontist noticed that the orthodontic bracket was not attached to the pt's tooth but only attached to the archwire. This event was not part of a de-bonding process in the orthodontist's office. A divot of enamel was observed on the back of the bracket. The orthodontist filled the divot with composite resin and replaced the bracket. Ormco corp has never rec'd a complaint of this nature involving a metal bracket.